Manufacturer narrative:
Device is a combination product.

Event description:
It was reported a dissection had occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. Initially a 2.50 mm x 38 mm promus element plus drug-eluting stent was placed successfully. Following post dilatation a proximal edge dissection was noted in the proximal part of the stent. A 2.75 mm x 16 mm promus element plus drug-eluting stent was deployed proximally to the first stent, overlapping it and covering the edge dissection to complete the procedure. No further patient complications were reported and the patient status was stable.